Manufacturer narrative:
The root cause category is equipment. Evaluation of the return sample shows the wrap is leaking chemistry from two cell packs that appear to be flooded with brine solution, preventing a complete seal around the cell pack. A previous investigation for the same defect, same batch; investigation (B)(4) determined the most probable root cause is equipment category, mechanical failure. The returned wrap, shows a channel from one cell to the wrap edge between the upper and bottom sheet of the cell-pack. Since the cell edges were not properly sealed, this allowed chemistry from the adjacent cells to escape the cell and mix with the other two cells in the same row. This provides evidence of presence of brine and chemistry being through the channel, as it is discolored. This channel was probably formed by chemistry splashing out of the wraps' cell causing the incomplete sealing through the heat seal roll. Once the chemistry and brine are dosed into the cells the top and bottom sheets come together and pass through the heat seal roll at the discharge of the heat pack maker (hpm), which heats and compresses the films together to bond them and seal the cells to prevent leakage. This condition is something that can happen intermittent and did not continue through the entire production. If the condition persists in process verifications will detected and a calibration of brine dosing pumps (sop - 72378 calibration of brine dosing pumps, version 4.0, effective date: 12sep2017) will be performed. There are four confirmed complaints for this batch for the subclass of cells damaged/leaking. A full investigation 2074034 was completed for the defect. There are no additional actions to be completed at this time. Process related: yes. Design related: no. Complaint confirmed: yes. The root cause category is non assignable (complaint not confirmed). The sample has not been received at the site for evaluation. The complaint cannot be confirmed. "Without the sample for evaluation it cann..."

Event description:
Event verbatim [preferred term] heat cells broke open against her skin and left a little red mark [erythema] , heat cells broke open against her skin and left a little red mark [device breakage]. This is a spontaneous report from a contactable consumer. A (B)(6)-year-old caucasian female patient started to receive thermacare heatwrap (thermacare menstrual), device lot number t26693, expiration date aug2020, from an unspecified date and ongoing at unknown frequency for cramps. Medical history included hypothyroidism from 2010 and ongoing. Concomitant medication included levothyroxine tablet from 2010 and ongoing oral at 112 ug, daily for hypothyroidism. The patient was wearing a thermacare heatwrap menstrual pain therapy yesterday (B)(6)2018. She only had it on for about 5 hours and was just doing normal day to day stuff. A couple of the heat cells broke open, the middle one and the bottom one, against her skin and they both fell out everywhere. She had been using this product for years and she had never had that happen. The event occurred around 4:00 pm (B)(6) 2018. It just left a little red mark. She didn't look to see if it was gone, but she felt fine and considered herself recovered completely. She planned to continue using the product the same way. She denied investigations. The action taken in response to the events for thermacare heatwrap was dose not changed. The outcome of the events was resolved on (B)(6) 2018. The reporter considered that there was a reasonable possibility that event heat cells broke open against her skin and left a little red mark was related to the thermacare heatwrap. According to the product quality complaint group on 16apr2018: the root cause category is equipment. Evaluation of the return sample shows the wrap is leaking chemistry from two cell packs that appear to be flooded with brine solution, preventing a complete seal around the cell pack. A previous investigation for the same defect, same batch; investigation (B)(4) determined the most probable root cause is equipment category, mechanical failure. The returned wrap, shows a channel from one cell to the wrap edge between the upper and bottom sheet of the cell-pack. Since the cell edges were not properly sealed, this allowed chemistry from the adjacent cells to escape the cell and mix with the other two cells in the same row. This provides evidence of presence of brine and chemistry being through the channel, as it is discolored. This channel was probably formed by chemistry splashing out of the wraps' cell causing the incomplete sealing through the heat seal roll. Once the chemistry and brine are dosed into the cells the top and bottom sheets come together and pass through the heat seal roll at the discharge of the heat pack maker (hpm), which heats and compresses the films together to bond them and seal the cells to prevent leakage. This condition is something that can happen intermittent and did not continue through the entire production. If the condition persists in process verifications will detected and a calibration of brine dosing pumps (sop - 72378 calibration of brine dosing pumps, version 4.0, effective date: 12sep2017) will be performed. There are four confirmed complaints for this batch for the subclass of cells damaged/leaking. A full investigation (B)(4) was completed for the defect. There are no additional actions to be completed at this time. Process related: yes. Design related: no. Complaint confirmed: yes. According to the product quality complaint group on 27apr2018: the root cause category is non assignable (complaint not confirmed). The sample has not been received at the site for evaluation. The complaint cannot be confirmed. Without the sample for evaluation it cannot be confirmed if this complaint is related to investigation (B)(4) for cell pack damaged/leaking, where the root cause was identified as equipment category, mechanical failure - the defect was caused by chemistry and brine mix being outside of the cells; thus, preventing sealing of the bottom and upper sheet. Our manufacturing operations employ quality control procedures which include in process testing, and visual inspection, to ensure the quality of the product being packaged. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. According to the product quality complaint group on 15oct2018: the root cause for this investigation was revised per investigation (B)(4), t26691, t26693, t26686 & s68516 menstrual & muscle joint us cells damaged/leaking. And to complete action item (B)(4): identify & update all previous complaint investigations due to unsealed cells for the four batches. The market action was also added. The root cause of this event is brine was placed outside the cells during manufacturing due to an unseated supply line allowing air into the system. This could happen after purging if the supply line from the connector to the dispensing plate was left unseated as it was removed from the brine purge box and placed back onto the brine carriage. Method was considered as a contributory factor because an mwi for purging brine is necessary. There is no document that clearly provides instructions on how to purge brine. The root cause category is equipment/other with method as a contributory factor. This created a scenario where a small amount of air could enter the supply line and this air discharged as the line ran at the slower steady state of the slower variable speed of 100 wraps per minute (wpm); then, the brine sputtered as the air bubble discharged from the brine nozzle, placing the brine outside of the cell area. Because the brine is injected slightly forward during slower speeds, this brine outside of the cell rolled upstream due to the motion of the platens as they travel forward in the machine direction. This liquid (brine) traveled upstream, covering the surface of the bottom film and the dosed pre mix powder for multiple cells of the wrap. This brine outside of the cell was captured between the hpm films preventing the top and bottom film layers from being bonded by the seal roll. Due to the perimeter of the cell area not being bonded (layer of two films), it allowed the pre mix powder to flow outside of the cell area. Our manufacturing operations employ quality control procedures which include in process testing, and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. Investigation (B)(4), t26691, t26693, t26686 & s68516 menstrual & muscle joint us cells damaged/leaking was conducted for the same sub-class. This batch t26693 was reviewed at aqrt and the outcome determination was to recall the four batches (t26691, t26693, and t26686 & s68516) per investigation (B)(4). According to the product quality complaint group on 18oct2018: the root cause category is non assignable (complaint not confirmed). The sample has not been received at the site for evaluation. Without the sample for evaluation, the complaint cannot be confirmed. Our manufacturing operations employ quality control procedures which include in process testing, and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. Investigation (B)(4), t26691, t26693, t26686 & s68516 menstrual & muscle joint us cells damaged/leaking was conducted for the same sub-class. This batch t26693 was reviewed at aqrt and the outcome determination was to recall the four batches (t26691, t26693, and t26686 & s68516) per investigation (B)(4). Additional information has been requested and will be provided as it becomes available. Follow-up (16apr2018): new information received from product quality complaints included: investigation results. Follow-up (27apr2018): new information received from product quality complaint group includes investigation results. Follow- up (15oct2018and 18oct2018): new information received from product quality complaint group includes investigation results. Company clinical evaluation comment: the above referenced lot number t26693 was recalled on 02oct2018. Subsequent to the conclusion of a manufacturing investigation, pfizer initiated a voluntary recall of 6 lots [s68516, t26686, t26691, t26693, 8054ha, 8054hb] due to a potential for device leakage of the ingredients contained in the heat wrap that could result in serious skin-related events, including burn. These 6 lots were distributed in the united states with expiry dates of either july or august 2020., comment: the above referenced lot number t26693 was recalled on 02oct2018. Subsequent to the conclusion of a manufacturing investigation, pfizer initiated a voluntary recall of 6 lots [s68516, t26686, t26691, t26693, 8054ha, 8054hb] due to a potential for device leakage of the ingredients contained in the heat wrap that could result in serious skin-related events, including burn. These 6 lots were distributed in the united states with expiry dates of either july or august 2020.